Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the 3.0x33 mm xience prime stent was implanted in the mid left anterior descending (lad) coronary artery. The patient went into cardiac arrest and expired on (B)(6) 2017. There was no angina and no treatment was given. The patient was not admitted to the hospital. An autopsy was not performed, but it was classified as a cardiac death. There was no additional information provided.